Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. There were no anomalies found. It was noted that the lead conductor was distorted, the outer insulation was breached cut, torn and had environmental stress cracking. The proximal conductor had blood (not obstructed), the distal electrode was covered with blood. It was visually noted that there was apparent explant damage.

Event description:
It was reported that right atrial (ra) lead had low sensing values. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.